Event description:
During the process, a segment of the ratchet screwdriver handle broke. The missing piece was disposed of by the hospital. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
As a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained instrument shows that the handle is indeed cracked. The exact cause of this reported problem is undetermined. It is possible that either too much mechanical force, or a drop to the floor may have caused this problem. No product fault could be detected. The device history records were researched; the manufacturing documents were reviewed and no discrepancies to the specifications were found.